Manufacturer narrative:
Other applicable components are: product ID 3888-45 lot# va01k4v serial# implanted: (B)(6)2014 explanted: (B)(6) 2016 product type lead product ID 3888-45 lot# va01k4v serial# implanted: (B)(6) 2014 explanted: (B)(6)2016 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: (B)(6) 2016 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding an implantable neurost imulator (ins). It was reported that the patient reported the therapy was good, but the ins placement was causing skin erosion and much discomfort. The patient's healthcare provider (hcp) suggested removing the entire system and replacing with a different stimulation system. The rep stated that they did not know why the hcp wanted to replace with a different brand even though the patient reported that their therapy was adequate , but it was a device location issue. The rep stated that they will not get a reasonable response from the hcp. No diagnostics/troubleshooting was possible as the rep was notified 18 months after the removal. The issue was resolved. The rep stated that they do not know and will not be able to receive any further information. The patient is interested in getting a new system. No further complications were reported or anticipated.